Event description:
On 28-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test result was within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping in the middle of night, the infusion set's tubing got ripped out at the quick release and the infusion set was no longer connected to her body. The site of location was her left thigh and the pump was worn on the waist band. The infusion had been in use for two days and they were stored at room temperature. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping in the middle of night, the infusion set's tubing got ripped out at the quick release and the infusion set was no longer connected to her body. The site of location was her left thigh and the pump was worn on the waist band. The infusion had been in use for two days and they were stored at room temperature. There was stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.